Event description:
It was reported a double lumen PICC stylet was kinked. It was stated there was no adverse events.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 3cg stylet was returned for investigation. The stylet had been removed from the PICC and the catheter was not returned for investigation. The stylet exhibited evidence of use. The polyimide tubing was kinked 8 mm from the distal tip of the stylet. A microscopic examination revealed that the kink in the polyimide tubing was located between magnets. A tactual investigation revealed that the polyimide tubing was intact. The wall thickness of the polyimide tubing was within specification. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed two other similar product complaint(s) from this lot number.

Event description:
It was reported a double lumen PICC stylet was kinked. It was stated there was no adverse events.